Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy problem with a patient¿s pump. At a refill on (B)(6) 2015 they pulled out the medication and determined that there was 9ml left instead of 6ml (within normal range). No medical symptoms were mentioned. The patient reported that when they pulled the drug on the date of this refill the drug looked ¿yellowish.¿ the patient noted that the person who filled the pump (who was not the patient¿s usual healthcare professional (hcp)) ¿did not seem to be concerned about it.¿ the patient said they did blood last time and ¿got in there a little bit; when they pulled it up this time it was actually before it was coming out and he just assumed it was stuff coming out of the pump and maybe a little blood got in there.¿ the pump was used to infuse morphine (unknown). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.